Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio replaced the battery pins in the device as a preventative measure. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device randomly powered off by itself. There was no patient use associated with this event.